Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: occlusion requiring medical intervention. Device issue: none. It was reported that the graftmaster partially occluded the ostium of the left circumflex and required stenting. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - engineering reviewed the incident info. It was reported that during the placement of the graftmaster stent, the ostium of the left circumflex became occluded, which required treatment with the placement of another stent. No device malfunction was reported. Base on the review of the device history records, the device was in working order and left abbott vascular instruments as per specifications. All samples passed the in-process controls during manufacture of the devices.